Event description:
The pump that the physician was working with went into stopped pump mode. The reporter did not know if this occurred during an interrogation or an update. The physician was able to program the pump back to simple continuous and the problem was resolved. The physician checked the logs and they were normal. The physician¿s nurse was contacted for the patient and device information. The nurse checked with the doctor and they did not remember who the patient was and therefore had no additional information regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: ne u_unknown_cath, product type: catheter. (B)(4).